Event description:
Info received indicates the mattress ticking was compromised and there is fluid in the mattress.

Manufacturer narrative:
The technician used a mattress revitalization kit and replaced the p/v cushion to repair the bed.